Event description:
We have seen two instances now where the tubing suddenly becomes disconnected at the y port. This is an area that should not be removable- and is not an area that is manipulated in any way by nursing staff. In this situation the cvvh [continuous veno-venous hemofiltration] machine was continuously pulling in air from the patient's central line. When inspecting the lines attached to the patient it was discovered that this air was coming in from the y port of the patient's IV tubing. The patient's central venous catheter had a carrier line infusing normal saline attached to it that broke apart, the tubing became completely dislodged from the med port that was closest to the patient. Due to this break in line, straight air was infusing right into the patient's central line. We believe this event likely caused the patient to experience an air embolism, but we were not able to confirm this due to echo being negative for the presence of air.